Event description:
The customer reported that the ortho provue analyzer falsely interpreted weakly positive antibody screen reactions as negative during qc testing. The customer visually inspected the results and confirmed the reactions in the microtubes were positive. The incident occurred on (B) (6) 2008. False negative results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer visited the site and performed gel camera adjustments to return the analyzer to expected operation. This customer had not logged any similar complaints against this analyzer since this incident. (B) (4).